Event description:
It was reported by service report that the foot-end lift was stuck in a high height position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged lift motor coupler.